Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that there was a crack in the left cylinder connecting tube. The pump was explanted and replaced. No patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that there was a crack in the left cylinder connecting tube. The pump was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak tested and functionally tested. The microscope test revealed that the pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed leak test. The pump did not pass the functional test. Product analysis was unable to confirm the reported device allegation of tube hole as the tubing was not returned for analysis.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that there was a crack in the left cylinder connecting tube. The pump was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Correction to field d4. Model number, lot number, catalog number, expiration date and unique identifier (UDI) # correction to field h4. Device manufacture date. Updated field c2/d10. Concomitant product/therapy.